Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the luer activated valve of an unspecified quantity of clearlink system continu-flo solution sets. This issue was observed when the customer was removing the devices from the sterile packaging during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which revealed that the tubing was separated from the first y-site clearlink in the upstream part. The reported condition was verified. By the nature of the sample, no additional testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.